Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of multiple episodes of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. E36574) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tension-free vaginal tape sling in 2014, myomectomy in 2012, gravida ii and appendectomy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pelvic pain"). In 2018, the patient experienced chest pain ("chest pain"). In (B)(6) 2019, the patient experienced arthralgia ("right hip pain") and paraesthesia ("tingling in the leg, feet and hand"). On an unknown date, the patient experienced fatigue ("fatigue"), gait disturbance ("difficulty in walking"), dysmenorrhoea ("pain from periods"), menometrorrhagia ("irregular haemorrhagic periods") and myalgia ("irregular muscle pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the last episode of pelvic pain, chest pain, arthralgia, paraesthesia, fatigue, gait disturbance, dysmenorrhoea, menometrorrhagia and myalgia outcome was unknown. The reporter considered arthralgia, chest pain, dysmenorrhoea, fatigue, gait disturbance, menometrorrhagia, myalgia, paraesthesia, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: no nickel allergy. X-ray - in 2018: nothing abnormal detected. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (b)(64) on 02-mar-2021. The most recent information was received on 09-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of multiple episodes of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. E36574) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tension-free vaginal tape sling in 2014, myomectomy in 2012, gravida ii and appendectomy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of pelvic pain ("pelvic pain"). In (B)(6) 2018, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In 2018, the patient experienced chest pain ("chest pain"). In (B)(6) 2019, the patient experienced arthralgia ("right hip pain") and paraesthesia ("tingling in the leg, feet and hand"). On an unknown date, the patient experienced fatigue ("fatigue"), gait disturbance ("difficulty in walking"), dysmenorrhoea ("pain from periods"), menometrorrhagia ("irregular haemorrhagic periods") and myalgia ("irregular muscle pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the last episode of pelvic pain, chest pain, arthralgia, paraesthesia, fatigue, gait disturbance, dysmenorrhoea, menometrorrhagia and myalgia outcome was unknown. The reporter considered arthralgia, chest pain, dysmenorrhoea, fatigue, gait disturbance, menometrorrhagia, myalgia, paraesthesia, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: no nickel allergy. X-ray - in 2018: nothing abnormal detected. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.